Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received lack of insulin delivery due to site issues and bent cannulas. The customer's blood glucose was 600 mg/dl at the time of incident. The customer did not report how they were treated for the high blood glucose. The customer was assisted with troubleshooting. The infusion set will be returned for analysis.